Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, lot# unknown, product type: unknown. Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their boot anchors left behind and in 2010 they had them removed. No further complications reported.